Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered on with a dim, fading display. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.